Event description:
The physician reported that the patient died. The cause of death was drowning in a bathtub during a seizure. Attempts have been made for additional information; however, they were unsuccessful. No additional information has been provided.